Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during vitrectomy procedure, laser firing was dim. Even after adjusting the energy, an ophthalmic laser probe still could not produce laser spots in the patient's fundus. In addition, bubbles were generated at the tip of laser probe when firing laser. Surgery was completed on the same day and no patient harm was reported.

Manufacturer narrative:
The initial decision to report the incident was incorrect, leading to the submission of the initial report in error. The event, where laser spots could not be produced, is not considered a reportable malfunction, and it is unlikely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num. 9681121-2024-00047. The manufacturer internal reference number is: (B)(4).